Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis, at the fourth firing on the patient, the reload was attached to the handle, when the surgeon fired the device, it was locked and was unable to be fired. The procedure was completed with another device. The product did not lock on tissue and was removed from the tissue without damaging it.